Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir does not fill with insulin during set change. It was noted that the issue was resolved with a set change. Customer's blood glucose reading at the time of the call was 526 mg/dl. No further information reported.